Event description:
The user facility reported that when the ultramatrix eus balloons were placed at the end of their endoscope, only half of the image was displayed on their display monitor. Facility personnel utilized another balloon to complete the procedure which resulted in a short procedure delay. No report of injury.

Manufacturer narrative:
The ultramatrix eus balloon subject of the reported event is being returned to the supplierfor evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.